Event description:
It was reported that the patient experienced asystole. Oversensing and a lead insulation defect were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded at 25.5 cm from the connector pin. The lead was implanted along with an (B)(4) . The distance to the abraded areas on the two leads makes it likely that they abraded against each other. If the metal in the leads came in contact, it would cause the reported sensing anomaly.